Event description:
It was reported that the patient's transmitter was affected by lightening in the area. The device was damaged by fire and returned for evaluation.

Event description:
New information noted that the transmitter cord caught fire when the lightning stuck and the fire had to be extinguished.

Manufacturer narrative:
(B)(4).